Event description:
The facility had reported an infusion pump with a failure code 810:11. The facility representative stated that the pump had not been involved in any patient incidents since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.